Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the lesion calcification or associated devices causing damage to the outer surface. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an armada 35 balloon ruptured at 10 atmospheres. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: device returned; method code 4115 removed. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with the lesion calcification or associated devices causing the rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.